Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. On (B)(6) 2010, the patient presented to the doctor's office with a tiny mesh exposure at the posterior forchette. The exposed mesh was removed in the office.